Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 32mm stent delivery system was returned for analysis. A visual examination of the crimped stent found severe distal and central stent damage. Stent strut rows 1-10 from the proximal end of the stent appear undamaged the remainder of the struts are stretched and pulled distally with some struts pulled over the distal tip of the device. The outer diameter (od) of the undamaged proximal struts was measured and found to be within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found there were several hypotube kinks. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x32mm synergy¿ drug-eluting stent was selected for use to treat the lesion. After unpacking, while the physician was preparing the device for it to advance over the guidewire, it was noticed that the stent was damaged. The device did not enter the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x32mm synergy¿ drug-eluting stent was selected for use to treat the lesion. After unpacking, while the physician was preparing the device for it to advance over the guidewire, it was noticed that the stent was damaged. The device did not enter the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.